Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had beep anomaly. Customer¿s blood glucose was 160 mg/dl. The customer stated there was nothing nearby that beeps and frequency of beep anomaly was every 5 minute. The insulin pump will not be returned for analysis.